Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl. Customer declined troubleshooting for the high blood glucose and treated with the insulin pen. The customer also reported that, the insulin pump had no delivery alarm and was resolved by troubleshooting. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.